Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event (abnormal image color resulting in cancelled procedure) was caused by a poor main circuit board. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed; the color of the image was abnormal due to a poor main circuit board. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during inspection before use of an enteroscopy procedure, the color of the image was abnormal on the video system center and the procedure was cancelled. The patient was not under anesthesia at the time. There was no patient harm reported.